Manufacturer narrative:
Date of event is estimated. The device history record was reviewed to ensure proper packaging and sterility. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient underwent surgical intervention on (B)(6) 2019 wherein the entire scs system was explanted due to an infection at the ipg site. There is no additional information at this time.